Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, the device history record was reviewed for the suspected contour next link meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured in sections as the customer's age and weight were not provided.

Event description:
The customer reported that she obtained a difference of 72 mg/dl between the blood glucose readings obtained on the contour next link meter. No specific readings were provided. The customer stated that she was experiencing symptoms of hypoglycemia. The customer was thirsty, unaware, dizzy, and tired. The customer stated they did not self-treat the symptoms or required medical intervention. There was no allegation of an adverse event. The customer discarded the device. Therefore, the device is not expected to be returned for evaluation. A replacement meter kit was sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.